Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running patients samples using the axsym digoxin iii assay. Repeated centrifugation did not resolve the issue. There was no impact to patient management reported.